Event description:
Consultant reported during a tibial nail procedure on (B)(6) 2013, the reaming rod broke in the tibial canal. The surgeon was able to retrieve the broken piece from the patient's canal, and used a reamer head and shaft from another set. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.